Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient product ID 3889-28, lot# va03xef, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, there was power on reset (por) condition and a ¿call your doctor¿ icon was seen. The patient had been seeing the message since the day prior. The patient was also implanted that day. Stimulation had not been turned on and could not be adjusted. Additional information has been requested, a follow up report will be sent if additional information is received.